Event description:
Additional information was provided that the lead also exhibited noise on the rate/sense channel, no noise was noted on the shock channel. A revision procedure was subsequently performed, during which the lead was surgically capped and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited low and high out of range right ventricular (rv) impedances. No adverse patient effects were reported.